Manufacturer narrative:
The customer stated they had performed cleaning and maintenance procedures but is still having the same issues. The customer stated that no results were reported from the instrument and all results were repeated visually and microscopically and corrected reports were issued. The customer is operational with a replacement analyzer.

Event description:
The customer reported false negative leucocyte and blood results on the clinitek advantus when compared to a microscopic reading and reading the strips visually. There was no injury reported due to this event.

Manufacturer narrative:
Contact office - manufacturing site, changed name and address to: (B)(4).